Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was damaged towards the battery compartment. Customer's blood glucose level was 15 mmol/l. Auto mode was off. Customer already did the bolus. The insulin pump will not be returned for analysis.